Event description:
It was reported that patient noticed about 1-2 months after implant of their implantable neurostimulator (ins) they felt something ¿odd¿. A ¿urine test¿ was performed along with a ¿24-hour urine test¿ which showed there was an infection. About 9 months after implant, the ins and lead were explanted due to the ¿implant¿ had an infection. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va005rq, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).